Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews was performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3- estimated date a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported as a general comment that the foot no longer fully folded back during step 4 with several devices from the same lot number. The method used to achieve hemostasis was not provided. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.